Manufacturer narrative:
(B)(4). This is a report of a use error in which the transfer set became disconnected, which is a known cause of system error 2240. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected. This occurred during drain two of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that when the patient laid down to reposition, the patient line became disconnected from the transfer set. The technical service representative advised the patient to place a minicap on the transfer set. Proper procedure was reviewed with the patient. The patient will contact their nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.